Manufacturer narrative:
Concomitant product: silver unfolder cartridge. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that after implantation of a tecnis z900200195 intraocular lens (iol),the surgeon noticed a hole in the capsular bag. The incision was enlarged, the iol was removed and a vitrectomy was performed. An anterior chamber iol was implanted and the procedure was completed. The patient was doing fine with no complications. There was no quality issue with the iol.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed a lens with stains of what appears to be viscoelastics. The lens has a cut on the optic zone that could be related to the removal process. The haptics are distorted. The returned lens did not meet visual inspection specifications. However, the defects are most probably related to the removal of the lens. There is no indication that the event is related to the manufacturing process of the lens. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. Corrected data to initial report health professional and user facility should have been checked. All pertinent information available to the manufacturer has been submitted. Placeholder.